Event description:
The lead dislodged again and was explanted.

Event description:
Three months post-implant, exit block was observed. High pacing threshold was also noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.